Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date more than two months prior to the receipt of this report. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event and hospitalization were not reported. The patient was treated with an unspecified injection (drug name, dose, frequency, duration, and route were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available.